Manufacturer narrative:
Date of initial report: 09/28/2007. To date the incident ligasure generator has not been returned for eval. The site reported that their biomedical engineering dept examined the generator after this incident and it is functioning within specification. Due to this testing the site did not want to return the generator for eval, but through further contact they were convinced to sent the device back to valleylab for eval. We are currently awaiting its return and will issue a follow-up report after the device is evaluated. The incident ligasure handpiece was discarded between the end of the procedure and the time of the re-operation and is not available for eval. See attached memorandum for additional info. [See scanned pages].

Event description:
The report stated that a pt with rectal cancer who was close to renal failure at the time of the procedure had a low anterior resection and the mesentery of the colon and rectum was sealed and cut with the ligasure device. The inferior mesenteric artery was also ligated with this device. The ima was successfully sealed during the procedure, but approx 4 hrs after the procedure, the pt was re-operated on due to bleeding in the abdomen. Upon re-operation, it was found that the ima was bleeding. The surgeon then used sutures to close the vessel. At the time of the report the pt was critically ill in multi-system organ failure, including renal failure, respiratory failure, and gastrointestinal failure with elevated bilirubin. There was a confirmed end tone on all seals.